Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer stated that there are large differences between her sensor glucose (sg) & her blood glucose (bg). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, missing serial number label, cracked middle (enter) keypad button, scratched case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. The test guardian link with the watertight tester and the test ascensia diabetes care blood glucose meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following related alarms/alerts occurred around the event date: 100=bolus not delivered alert occurred (B)(6) 2021 21:00:47. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, customer statement that there are large differences between her sensor glucose (sg) & her blood glucose (bg) was not confirmed during testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced low blood glucose which was 40 mg/dl and treated it with food. Customer's current blood glucose was unknown. Customer had concern about sensor glucose v/s blood glucose ranges which was not in target range but insulin delivery was not suspended. It was unknown whether the auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.